Event description:
Complainant alleged that during biomed testing, the video display does not function and there is no audio output. Complainant indicated that there was no patient involvement in the reported malfunction.